Event description:
It was reported that the customer was hospitalized over the weekend due to high blood glucose of 849mg/dl. The mother stated that the insulin pump turned off, and it caused her blood glucose to rise. Troubleshooting could not be performed as the caller did not have a battery. Advised the mother to call back when she has the battery to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.